Event description:
A medtronic representative reported an error message, "sr manager", that appeared while loading discs onto a demo unit for a case in synergy cranial 2.2.6. The first exam loaded fine. Upon loading the second exam, the software was unresponsive. Following a hard shut-down and attempted re-boot of cranial, the sr manager error appeared. The medtronic representative was unable to launch a spine application or to load the admin application. No patient was present at the time this issue was identified.

Manufacturer narrative:
Issue resolved by upgrading to the latest version of software.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, at the site, un-installed and re-installed cranial software successfully. Following trouble-shooting, system is working normally. No further issues. RMA issued. Order for replacement computer cancelled per site. Return of suspect device is not expected. Software investigation not completed at time of this report.